Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2012 reporting that the keypad buttons do not respond to presses. The patient alleged that the backlight button began not working in the first month but did not contact customer support. The patient confirmed that the keypad was intact and the pump was not exposed to water. The patient reportedly wore the pump exterior to a garment and did not clean the pump. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
(B)(4): evaluation revealed that the keypad was intact. Evaluation revealed that all of the keypad buttons were intermittently unresponsive and the down arrow was hypersensitive. Evaluation revealed that there was contamination under the contrast and down arrow keypad contacts and the down key was found to be misaligned.